Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed; therefore, not direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 441 days after a coronary drug eluting stenting treatment procedure, the patient had a stent thrombosis (st) and required a target vessel reintervention (tvr). The index procedure treated a 3.0x8mm, 80% stenosed lesion in the middle left anterior descending artery (mid lad) with direct placement of a taxus express2 2.5x12mm drug eluting stent, reducing stenosis to 0%. The index procedure also treated a 3.0x8mm, 90% stenosed, ostial lesion in the proximal left circumflex (prox lcx) with direct placement of a taxus express2 2.5x12mm drug eluting stent, reducing stenosis to 0%. The patient was discharged the next day on aspirin and plavix. At 441 days after the index procedure, a st occurred which was confirmed by angiography or ivus. The cath reports stated "lcx was ostially occluded prior to the stent. There appeared to be a focal area of clot in this area as well". There was failed angioplasty (ptca) performed to the prox lcx. The relationship of the st to the taxus stent was noted as "unknown". There was also failed percutaneous transluminal coronary angioplasty (ptca) performed to the ramus due to 100% occlusion in a large branch of the ramus. The relationship to the taxus stent was noted as "not related". The patient was discharged 15 days later. No further information is available at this time.